Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow. Flow got as low as 0.3, they checked all the connections and tubing, and it did not help. They replaced the bad and the flow rate remained the same. Switched the patient to the old device (as 5000) and it was working well now. The patient also had fat tissue necrosis from the pad. Therapy had to be stopped, and a different device used. Patient had skin injury. It was unknown what medical intervention was reported.

Event description:
It was reported that the arctic sun device was alarming low flow. Flow got as low as 0.3, they checked all the connections and tubing, and it did not help. They replaced the bad and the flow rate remained the same. Switched the patient to the old device (as 5000) and it was working well now. The patient also had fat tissue necrosis from the pad. Therapy had to be stopped, and a different device used. Patient had skin injury. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.